Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. The device was explanted and replaced. No patient complications were reported.